Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cartridge chemistry (cc) sample probe t-valve malfunctioned. The fse replaced the valve to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that, while troubleshooting quality control (qc) results which were not within acceptable laboratory limits, they discovered the sample probe leaked. The customer wore personal protective equipment consisting of gloves and eye protection while troubleshooting. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.